Manufacturer narrative:
Additional information was received that the reason for ipg replacement was to upgrade the ipg per physicians preference and to improved relief of patients pain symptoms. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.